Event description:
Unable to deflate foley catheter balloon by several nurses, dr, urology tech. Returned to surgery for cystoscopy to remove retained catheter. Pt came to pacu with foley in place; was to be removed in operating room rn was unable to get the catheter balloon to deflate. Order to discontinue foley catheter was confirmed by dr (B)(6) also informing him of inability to deflate the balloon. Dr told the writer that the catheter could also be cut if balloon continues to allow deflation. After several failed attempts at deflating the balloon with a syringe, the catheter was cut by writer. Balloon remained intact and assistance was requested of another rn and doctor. Doctor ordered a urology consult to assist with removal of retained catheter. Urology services agreed to come to pacu to attempt removal of the retained catheter. He arrived within 30 mins and unsuccessfully attempted to remove the retained catheter. Writer ask pt permission to speak with 'so', and with her "blessing went" and spoke directly face to face with pt's 'so'. 'So' was visibly upset that pt had to return to operating room an ercp, and was additionally upset due to the retained catheter. It was then requested that the pt return to the pscu. In preparation for a cystoscopy to remove the retained catheter, pt and so brought back to pacu bay and prepped for operating room. Portion of retained catheter kept and in nurse mgr's office. Attempt made to locate the lot number of the foley that was placed. Brand of foley was bard.